Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec¿d 02/13/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, elevated ions, inflammation and limited mobility. Adding the stem to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update 10/14/2016 patient claim received. A sticker sheet was provided. Updating part and lot for the head and liner. Complaint was updated 11/10/2016. Update rec¿d 02/13/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, elevated ions, inflammation and limited mobility. Adding the stem to the complaint. Complaint was updated 02/27/2017 update 04/11/2017. Pfs and medical records received. After review of medical records for MDR reportability, pre revision medical records stated patient had adverse local tissue reaction, aseptic loosening, osteolysis, corrosion, decrease rom. There was no mention of aseptic loosening in the operative report. Lab levels were provided that confirmed elevated metal ions. The complaint was updated on: april 24, 2017

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04/11/2017. Pfs and medical records received. After review of medical records for MDR reportability, pre revision medical records stated patient had adverse local tissue reaction, aseptic loosening, osteolysis, corrosion, decrease rom. There was no mention of aseptic loosening in the operative report. Lab levels were provided that confirmed elevated metal ions. The complaint was updated on: april 24, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.